Manufacturer narrative:
(B)(4). Visual inspection: a deformation and scratches of the outer housing of the progav 2.0 valve was observed through the visual inspection. Permeability test: a permeability test has shown that the progav 2.0 valve is permeable. Adjustment test: the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the breaking force required was not within the given specifications. Computer controlled test: the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The progav 2.0 valve is not operating within acceptable tolerances. Result: first we performed a visual inspection of the progav 2.0 valve. A deformation of the outer housing of the progav 2.0 valve was observed through the visual inspection. Next we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The opening pressure of the progav 2.0 valve was out of tolerance, but all other specifications were met. The opening pressure of the progav 2.0 was significantly lower than expected, indicating a tendency towards over-drainage. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we confirm that the progav 2.0 valve was operating in an over -drainage state at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that the valve is defective. Due the malfunction, the valve was revised on (B)(6) 2020. Additional information was not provided.